Event description:
Delay in therapy reported: it was reported that dopamine was ordered secondary to a drop in the pt's blood pressure. According to the customer contact, the start of therapy was delayed due to repeated "cassette" alarms. Normal problem solving interventions to resolve the alarm condition, including an administration set change, were unsuccessful. Next, the nurse replaced both the administration set and the pump. With the change in both the set and the pump, inotropic therapy was initiated and the pt's blood pressure increased to an acceptable level. Though requested, there was no additional info available.